Event description:
It was reported that the clips would not stay on the cystic duct. Reloadable clips were used to finish the case. Additional info has been requested, but no additional info has been received. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw of the device appeared to be in alignment and the clip retainer and push fork were acceptable. Upon functional evacuation, the four remaining clips were fired. Three of the clips had proper pinch and alignment. The fourth clip was slightly out of alignment.